Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. The pt was discharged without any complications on the following day. The pt returned to the emergency room the next day complaining of right groin pain and swelling. The groin site was evaluated and it was determined that only ecchymosis was present and the pt was discharged. 4 days later the pt returned to the emergency room and was admitted with significant cellulitis in the right groin with spontaneous discharge from the right groin puncture site. No wound cultures were performed on the puncture site. Blood cultures showed no growth and an ultrasound of the groin showed a 3cm x 3cm area of inflammation with a small amount of air raising suspicion of a possible abcess. The pt was given IV antibiotics and the pt was discharged 7 days later with continued IV antibiotic therapy. No further complications were reported.